Event description:
It was reported that the patient experienced high blood glucose following a supply change performed before lunch. The patient discovered insulin leaking inside the device after removing the cartridge, though no physical damage was observed. The issue was suspected to be related to the connector. The patient cleaned the device and cartridge with a microfiber towel and retried the same supplies, successfully obtaining 15 drops. Subsequent inspection showed no further leaking. The patient was advised to monitor blood glucose and contact support if levels did not begin to decrease within an hour. The patient planned to change the connector when returning home and understood the instructions. Cartridge lot number was not available. Blood glucose remained out of range for about an hour, no alerts were triggered, and no outside assistance or medical intervention was required. No symptoms were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.